Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.19 mm. The grips were not found to be cracked. The probable root cause of bent instrument grip tips is attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was stiff and did not close properly. The surgeon used a grasper instrument to apply pressure to the large clip applier instrument to apply the clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the issue occurred inside the patient while the surgeon tried to open and apply the clip to the vessel. The clip remained static and after several tries the motion occurred and the jaws opened. This occurred the first time the clip applier was used during the procedure. The issue was resolved by using a different clip applier. The instrument was returned last week using the provided return label. There are no photos/videos of this event.